Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown; expiration date - unknown; PMA/510(k) number / manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2015 due to acetabular loosening, malpositioning, and pain. The acetabular cup, polyethylene liner, modular head, and taper sleeve were removed and replaced.